Manufacturer narrative:
Device sample not returned to MFR in time for this report.

Event description:
The event is reported as: complaint alleges that clips fell from the jaw of the applier as soon as they were automatically loaded into the jaw. The medical team then used a different applier from the same lot number and had no issues. Pt's condition listed as fine. No injury reported.